Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable high crep2 creatinine plus ver.2 result for 1 patient tested on a cobas integra 400 plus. The initial crep2 result was 114.1 umol/l. The same patient sample was retested twice with results of 47.3 umol/l and 47.4 umol/l. The questionable result was not reported outside of the laboratory. There was no allegation of an adverse event. The crep2 reagent lot was 388765. The customer stated that the patient sample was slightly lipemic.